Event description:
It was reported prior to generator change out that the implantable cardioverter defibrillator exhibited myopotential oversensing. The device was explanted and successfully replaced. The patient was stable and asymptomatic.